Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. Both patients' samples initially generated a positive result for sars-cov-2 on the cobas® liat® system (negative for influenza a and b). The same samples were retested on a different platform (genexpert) which yielded a negative result for all targets. The same samples were retested again on a separate cobas® liat® system and all results were negative. The initial positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. No analyzer issue was noted. The investigation confirmed that both samples were likely near or at the limit of detection (lod) of the assay. Samples in the lod range can produce wavering results upon repeat.